Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg implantable cardioverter defibrillator (ICD) (B)(6) 2011, 694758 implantable tachy lead (B)(6) 2011. (B)(4).

Event description:
It was reported by the patient¿s relative that when the patient had the system implanted, ¿they told him his wires were defective and had to go back into surgery. He had to spend a few extra days in the hospital¿, and ¿they said that it was a defect and that is rarely happens¿. Follow-up information from the clinic indicates that the right atrial (ra) lead dislodged one day post-op and was repositioned. There was an episode of ventricular tachycardia (vt) that was wrongly labeled as supra ventricular tachycardia (svt) due to ra lead dislodging into the ventricle. The vt spontaneously terminated. The lead remains in use. No patient complications have been reported as a result of this event.